Event description:
New information received notes a capture anomaly was observed on the right atrial (ra) lead.

Manufacturer narrative:
Correction: patient details section a1, a3, dob updated

Event description:
It was reported that a right atrial (ra) lead fracture was suspected due to electrical values observed. The rv lead was capped (B)(6) 2025 and replaced. Further information was not available.